Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1 pocket c5 was failed. A field service engineer reached out to the customer for a remote fix, ran the hardware test application (hta) final test on the device and all tests passed. Rebooted the device and had the customer recover storage space. The issue was resolved. Verified that the customer successfully recovered the system. The system functioned as intended after the field service engineer assisted the customer to repair the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a hardware failure occurred on main drawer 6.1, pocket c5. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.